Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) due to traces of previous moisture presence on electrical board especially near the battery connectors. The battery compartment is corroded as well. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery critical pump error alarm and cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.